Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a lead extraction procedure. Prior to the procedure, upon interrogation, it was noted that the right atrial (ra) lead exhibited low pacing impedance. The ra lead was explanted and replaced. There were no patient consequences.